Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) remaining battery longevity had decreased more than expected and premature battery depletion was suspected. The ICD remains in use. No patient complications have been reported as a result of this event.